Event description:
The patient was injected in the nasolabial folds and both lips (dermis). Approximately four weeks later, the patient allegedly developed swelling and pain and felt a fever. The patient was treated with doxycycline and bactrin, and keflex.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.